Event description:
It was reported that the surgeon was inserting a screw and the tip of the 80-0728 driver broke.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report numbers (including this report): 3025141-2025-00496, 3025141-2025-00497, 3025141-2025-00498, 3025141-2025-00499.